Event description:
The patient initially called in stating that, she received an 08 (technical inspection alert) and an 86 alert showing how many weeks were left until a technical inspection is due on the device. The patient tried to clear the error, but the device was not responding to any button pushes. During troubleshooting, she was advised to remove her device batteries. One battery was expired. She was then advised to replace both batteries and the device started working properly. The patient then stated that one time about 9 months ago she had a low blood sugar event. The paramedics came and could not locate a vein to administer a glucose IV. She did not know the low blood sugar value. She was transported to the hospital and treated with a glucose IV. She was released 6 hours later. Her symptoms of low blood sugar have been blacking out and being weak. The product has been requested for return to be evaluated.